Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was in the customer's pocket which was kicked while playing soccer and the touch screen became shattered. Customer is unable to access any of the pump features do the shattered touch screen. Customer's blood glucose was approximately 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.